Event description:
It was reported to philips that the processor pca for the device required replacement. Upon further evaluation, it was clarified by the field service engineer that the reported issue was an ECG bias error. There was no patient involvement.